Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated. Visual inspection was performed and no foreign material was observed inside the pouch. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, foreign material was found inside the package. There was no patient involvement.